Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromor phone) (hydromorphone at 0.2547 mg/day via flex dosing) via an implantable pump for non-malignant pain. It was reported that patient stated that pump caused pain at implant site that was there since it was implanted. No known environmental/external factors. Revis ion surgery was performed on (B)(6) 2021 to move the pump from the left back/flank to the left abdomen.